Event description:
Age and weight of the adult female patient is unknown. It was reported to boston scientific that while using a hyrdothermablator procedure set during an hta procedure there was a fluid leak. Sales rep was present during the case. Approximately 7 minutes into the ablation phase, a very, very tiny trickle of heated saline leaked out of the cervix causing a very minute blanching, as noted by the doctor. The reservoir did not alarm any loss of fluid. The doctor proceeded to completion. Patient cool down was fine. Patient was treated with silvadene cream. At the follow up visit two days later, the patient was fine.

Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.